Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 27.6 mmol/l with extreme drowsiness, extreme thirst, excess urination, fuzzy headedness, agitation, blurred vision and pressure behind eyes associated with an alleged history settings (auto off) issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient will use back-up injections after disconnecting from the pump until they receive a replacement pump. During troubleshooting with customer technical support (cts), it was revealed that the auto-off alarm occurred too early. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2018 with the following findings: a review of the pump histories showed that the last basal delivery was a normal bolus. A review of the total daily dose history indicated that the insulin delivery totals correctly reflected the programmed basal rate targets. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump successfully completed the 24 hours duration test. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. The pump¿s auto-off duration was set to 1 hour for testing purposes and the pump gave the appropriate auto-off visible and audible alert exactly after 1 hour therefore the auto-off feature found to be functioning properly. No defects were found on investigation therefore the investigation was unable to duplicate the initial ¿inaccurate delivery¿ complaint. No hypersensitive or stuck keys were observed on the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.